Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.8. Lab inr: 5.6. Therapeutic range: 2.0 - 3.0. The time between testing was one (1) hour. Reportedly, the monitor was not in the correct mode when the finger stick was performed and the finger was "milked" after the finger stick. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.